Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer reverted to using an alternate tandem pump for insulin therapy. Customer's blood glucose level was 380 mg/dl.